Event description:
It was reported that the right ventricular (rv) lead on this ICD recorded a sudden signal artifact monitor (sam) episode and had out of range pacing impedance measurements greater than 3000 ohms and out of range shock impedance measurements greater than 200 ohms. Additionally, this rv lead exhibited loss of capture (loc) at 7.5 volts. Noise was seen on the lead while the patient's arm was in motion. A lead fracture was suspected but was unable to be confirmed under fluoroscopy. This rv lead was capped and the associated ICD was replaced as a result. This ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead on this ICD recorded a sudden signal artifact monitor (sam) episode and had out of range pacing impedance measurements greater than 3000 ohms and out of range shock impedance measurements greater than 200 ohms. Additionally, this rv lead exhibited loss of capture (loc) at 7.5 volts. Noise was seen on the lead while the patient's arm was in motion. A lead fracture was suspected but was unable to be confirmed under fluoroscopy. This rv lead was capped and the associated ICD was replaced as a result. This ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported. This ICD was returned to boston scientific for analysis.